Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the implantable cardiac monitor exhibited loss of sensing. No known intervention was performed. The issue was resolved. No further information was available.